Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left common femoral artery. A 8.0mm x 40mm x 80cm sterling balloon catheter was selected and the balloon catheter was advanced for dilatation. On the first inflation at 6 atmospheres for 4 seconds, the balloon ruptured. No segment of the balloon detached inside the patient after it ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was a stopcock attached to the hub and the protective tubing was loose on the shaft. There was blood and contrast in the inflation lumen and the balloon and the shaft was kinked at the strain relief. Inspection of the balloon revealed a longitudinal balloon tear 2cm long at the distal end of the balloon with the inner protruding from it. The protruding inner was kinked. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left common femoral artery. A 8.0mm x 40mm x 80cm sterling balloon catheter was selected and the balloon catheter was advanced for dilatation. On the first inflation at 6 atmospheres for 4 seconds, the balloon ruptured. No segment of the balloon detached inside the patient after it ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.